Manufacturer narrative:
The reported event of no sensing was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical testing performed found an open circuit due to separation of the ring electrode inductor wire proximal to ring electrode. The cause of the reported event was isolated to the separation of the ring electrode inductor wire.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a right ventricular lead failed to sense during an implantation procedure. Multiple positions were attempted to no avail. The lead was exchanged and procedure was successfully completed. Patient condition was stable after the procedure and there were no patient symptoms.